Manufacturer narrative:
(B)(4). The customer returned one opened sac kit for evaluation. The introducer needle was not returned. Visual inspection of the guide wire revealed one kink near the distal end of the body. Microscopic examination confirmed the damage. Both welds were observed to be present and appeared full and spherical. The kink in the guide wire measured 17mm from the distal end. The guide wire total length measured 339mm, which is within the specifications of 331-340mm per product drawing. The guide wire outer diameter measured 0.63mm, which is within the specifications of 0.61-0.64mm per product drawing. Dimensional inspection of the introducer needle could not be performed as it was not returned for evaluation. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states , "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). At this point, the depth-marking entering hub shows that tip of wire leaves tip of introducer needle and enters vessel." The guide wire was threaded completely through an 18 ga lab inventory introducer needle. Resistance was only encountered at the kinked portion of the guide wire. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire was kinked towards the distal end. The complaint of guide wire/needle resistance could not be confirmed, as the needle was not returned for evaluation. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, and without the complete sample returned for evaluation, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported there was an urgent insertion needed of a femoral arterial catheter for hemodynamic monitoring. The guidewire was kinked on the bevel of the introducer needle during the first insertion attempt. It was difficult to remove the guidewire. The guidewire was removed in its entirety and a new guidewire (prelude - meritmedical 0.021") was used. There was no clinical consequence for the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an urgent insertion needed of a femoral arterial catheter for hemodynamic monitoring. The guidewire was kinked on the bevel of the introducer needle during the first insertion attempt. It was difficult to remove the guidewire. The guidewire was removed in its entirety and a new guidewire (prelude - meritmedical 0.021") was used. There was no clinical consequence for the patient.